Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Blood was inside the device. Inspection of the device revealed that approximately 99cm of the shaft (including tip) was returned for analysis. The shaft was detached near the hub strain relief and the hub/strain relief were not returned for analysis. The detached end of the shaft was twisted/damaged with exposed braiding. The media consisted of three (3) photos showed the mach1 shelf box with the label, confirming the batch number, and the word defective written on it. There were no photos of the device in the media. So, the media was not able to confirm the reported event.

Event description:
Reportable based on the device analysis completed on 17nov2025. It was reported that the device was defective. A 6f mach 1 was selected for use. During inspection of the pulled-out items, it was noted that the unit was marked as defective. However, the device analysis revealed that the shaft was detached.